Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced sensor glucose versus blood glucose differences with threshold suspend. The customer's sensor glucose was 70 and blood glucose was 102 mg/dl. The customer also mentioned that he had some blood on his sensor. The customer was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor will not be returning for analysis. The insulin pump will not be returning for analysis.